Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('other partially removed'), device dislocation ('displaced essure coils') and abortion missed ('missed abortion') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abortion missed (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (dilatation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abortion missed and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, device breakage, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: after placement, there were 5coils protruding from the ostium on the left and 3coils protruding on the right. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Event medical device removal was updated to device breakage. Events added: device breakage, pregnancy, device ineffective, missed abortion, displaced essure coils. Reporters, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('other partially removed'), device dislocation ('displaced essure coils/ forceps were used to evacuate fetal parts from the lower uterine segment, during which point essure coils were noted.') And abortion missed ('missed abortion') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abortion missed (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (dilatation and curettage and dilatation and curettage, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abortion missed and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, device breakage, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: after placement, there were 5coils protruding from the ostium on the left and 3coils protruding on the right. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the other essure only partially removed'), device expulsion ('displaced essure coils/ on evacuating fetal parts from the lower uterine segment, essure coils were noted') and abortion missed ('missed abortion') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anemia and obesity (extremely elevated body mass index). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abortion missed (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (dilatation and curettage and dilatation and curettage, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, abortion missed and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, device breakage, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: after placement, there were 5 coils protruding from the ostium on the left and 3coils protruding on the right. Patient presented for dilation and curettage with fetal demise dated at week 11+ of gestation, then it was evident that the pregnancy was more advanced, closer to 14-15 weeks. The essure coils were removed with the suction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: following internal coding review, the reported event "displaced essure coils/ forceps were used to evacuate fetal parts from the lower uterine segment, during which point essure coils were noted" was recoded from device dislocation to partial expulsion of device based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.